Event description:
It was reported that when the patient presented in clinic for normal follow up, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced without complications. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.